Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse manager (nm) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed, and blood test strips were not used. A photograph provided by the clinic showed a spot of blood on the patient¿s chair, outside of the closed circuit. The machine, a gambro artis, did not alarm. Fresenius bloodlines were not used for the treatment. There was no reported damage identified on the dialyzer, and there were no leaks identified during pre-treatment priming. The patient¿s estimated blood loss (ebl) was approximately 200 to 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment after being re-setup with new supplies on a different machine. The nm declined to provide patient identifying information. The dialyzer was not available to be returned for evaluation.